Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000048373. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patients scs system was replaced with a drg due to ineffective therapy was reported to abbott. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted and replaced a drg system. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was attributed to the issue.